Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was standing up and hip dislocated. Doi: unknown. Dor: (B)(6) 2023. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for analysis. Review of the photographic evidence cannot confirm the reported allegation. Based on the provided evidence, it was not possible to observe signs of a dislocation event among femoral head and acetabular liner. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as investigation could not retrieve a lot number.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for analysis. Review of the photographic evidence cannot confirm the reported allegation. Based on the provided evidence, it was not possible to observe signs of a dislocation event among femoral head and acetabular liner. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. It was reported that the patient was standing up and hip dislocated. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection from attachments (B)(4) x-ray films ad (B)(6) 2023, (B)(4) device photo ad (B)(6) 2023. Review of the photographic evidence cannot confirm the reported allegation. Based on the provided evidence, it was not possible to observe signs of a dislocation event among femoral head and acetabular liner. The overall complaint was unconfirmed as the observed condition of the hip acetabular liner poly would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed as investigation could not retrieve a lot number.